Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Call came through customer service, dealer no longer on the phone. Dealer states the consumer heard a loud pop and then the joystick quit working, dealer states there was power going to the joystick however.